Event description:
It was reported by service report that the breakaway head-section and fowler had missing parts and neither were functional. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Headsection and fowler.